Event description:
Distributor reports that: "there was an extra neuro pattie, there should be 10 per pack and there was 11".

Manufacturer narrative:
Upon completion of this investigation, it was noted that this complaint has been confirmed. The device history records were reviewed for lot ka566. The product was produced on our automated line in 2008. All information in the DHR indicates that the product produced was within specifications. There were no engineering change orders or anything unusual relative to the manufacturing documentation of this lot. The automated production line incorporates a visual inspection system that verifies there are ten patties on the card. The system was fully validated to ensure that it can reliably perform the inspection. A sample of every order is reviewed by an operator to ensure the system is functioning as intended. The system has proven to be very reliable, as we have not found a card miscount off any product produced by the automated line. In addition, cards that are rejected by the automated line (for miscounts) are reworked and placed back into the order. The cards are manually reworked, and therefore, subjected to human error. The operator removed rejected cards from the machine and adds any patties that are missing to complete the card. Therefore, the most likely root cause is operator error during the rework process. As of january 2009, we are no longer reworking the rejected cards. All cards rejected by our automated production machine are scrapped. This should significantly reduce this failure mode for future orders. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.